Event description:
It was reported that (1) device was used during a sub-total gastrectomy. It was reported by the affiliate that the cdh29 instrument would not break the washer, so the surgeon sutured by hand to complete the case. The device was discarded.